Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an eopa arterial cannula, it was reported that the customer fully assembled the device and noticed that the white introducer did not protrude from the cannula body as normal. The customer felt that it would cause an issue at cannulation. The procedure commenced with only a few minutes of delay but there was no patient impact as a result of the delay. The customer suspected that the cannula body was too long or the white introducer was too short from manufacturing. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated information b5: medtronic received information that prior to use of an eopa arterial cannula, it was reported that the customer fully assembled the device and noticed that the white introducer did not protrude from the cannula body as normal. The customer felt that it would cause an issue at cannulation. The procedure commenced with only a few minutes of delay but there was no patient impact as a result of the delay. The customer suspected that the cannula body was too long or the white introducer was too short from manufacturing. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Updated additional codes: imf (annex f) health impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence that the dilator does not protrude out from the tip correctly. The cannula length was measured using a caliper and the dilator length was measured using a ruler with the following results. Cannula length was measured to be 10.544 inches, the specification has the length to be 10.544 to 10.624 inches. Dilator length was measured to be approximately 12.9 inches, the specification has the cut length as a reference dimension from 13.241 to 13.365 inches. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.